Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in spain. As reported, this was a case of 29mm sapien 3 transcatheter heart valve, implant in the aortic position by transfemoral approach. The procedure well smoothly until the fine adjustment step. The valve fine adjustment was performed when the valve was over the balloon, but the balloon was not moving with the fine adjustment wheel. The commander delivery system was unlocked to remove the tension and the alignment was tried again without success. Since the alignment maneuver was not successful after several attempts and the balloon was outside the valve. The device was removed through the introducer without incident. At the time of removal, the balloon was found to be perforated because blood was observed in the inflator on aspiration. A new 29 sapien 3 valve kit was prepared, the valve was implanted without incident. The implanted valve was working correctly. The patient was hemodynamically stable during the entire procedure and no vascular complications occurred. Patient was transferred to recovery and later discharged home.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The device was visually inspected, and the following was observed: upon inflation, a pinhole was observed on the proximal inflation balloon shoulder. No other visual abnormalities were observed on the delivery system. The crimped valve was on the inflation balloon. Engineering performed valve alignment on the device. Engineering was able to perform full valve alignment by pulling gross alignment, locking the device, and performing fine adjust without any resistance observed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint balloon leak was confirmed upon visual inspection of the device. However, the complaint for valve alignment difficulty was unable to be confirmed as the applicable imagery was not returned. No manufacturing non-conformances were identified during engineering evaluation. A review of the device history record, lot history, manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''at the time of removal, the balloon was found to be perforated because blood was observed in the inflator on aspiration.'' As the delivery systems are 100% tested for leakage during manufacturing, and as this issue was undetected during preparation, it is likely that damage to the balloon occurred during the procedure. The complaint description states, ''the valve fine adjustment was performed when the valve was over the balloon, but the balloon was not moving with the fine adjustment wheel. The commander delivery system was unlocked to remove the tension and the alignment was tried again without success.'' It is possible that tension may have been introduced onto the system leading to the reported valve alignment difficulties. Possible sources are a tortuous anatomy or altered balloon profile affected by device preparation steps, such as inflating the balloon past the recommended 20-30% as instructed in IFU materials or leaving residual fluid in the balloon after de-airing. Attempts to align valve over inflation balloon in these conditions can lead to the valve catching onto balloon material and contributing to the valve alignment difficulties reported. Furthermore, it is possible that the high alignment forces during the reported valve alignment difficulties may have caused the valve to puncture the balloon, resulting in the observed leakage. Without the return of applicable imagery, a definitive root cause is unable to be determined. However, available information suggests that patient (tortuosity) and/or procedural factors (residual fluid, altered balloon profile, and/or high alignment forces) may have contributed to the reported event. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental report submitted to include additional information received. Updated h6. Per the pre-decontamination evaluation, the balloon of the commander delivery system was found to be punctured when valve deployment was attempted by the engineer. The puncture was in the proximal shoulder area.